Event description:
Pin hole in us751 filter was noticed after the instruments were presented to the sterile field. The field was then considered contaminated and the instruments and supplies had to be re-done. Patient was not in the room. No patient injury; surgery prolonged 20 minutes.

Manufacturer narrative:
PMA/510k: k062510; k792558. Manufacturing site evaluation: evaluation on-going.